Event description:
It was reported that during a treatment procedure, balloon catheter removal difficulties were encountered. The pt had a nir stent (3.0/15) deployed at 12 atms for 30 seconds, in a 90% lesion in the proximal left coronary circumvlex, extending to the origin in the obtuse marginal branch. Following deployment of the stent, significant compromise in the ostium of the adjacent 1st obtuse marginal branch was noted. The lesion did not resolve with intracoronary nitroglycerine. A guide wire was then passed through the stent into the obtuse marginal branch. The adante was subsequently passed through the stent struts into the obtuse marginal. The physician indicated he was unable to pull the catheter back through the strut before he inflated the ballooon. The doctor attempted to use low pressure inflations to re-orient the balooon, but was unsuccessful. A guidewire was passed through the stent strut, adjacent to the balloon to try to pass another balloon, but this, too, was unsuccessful. The physician then pulled on the catheter. The balloon material sheared off and the catheter separated at the wire exit port. It was noted at that time, the pt had a linear dissection proximally to the left main trunk. It was reported that the pt was pain free and stable. Pt immediately taken to surgery for removal of the fragment and coronary bypass to the circumflex and obtuse marginal. Pt has had follow-up angiogrpahy indicating the circumflex is occluded, but is doing well clinically. The physician indicated the device performance was directly related to the adverse event.